Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 136.0 thru 137.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. The friction lock heat shrink tubing was wrinkled on proximal end of the introducer sheath. Conclusions: evaluation of the returned smart coil confirmed that the pusher assembly could not be advanced within its introducer sheath. During the functional test, resistance was encountered while attempting to advance the pusher assembly through its introducer sheath and the pusher assembly could not be advanced at all. Subsequently, the penumbra investigator kinked the pusher assembly and fractured the introducer sheath. Further evaluation of the returned smart coil revealed that the friction lock was wrinkled. This damage likely occurred due to resistance while attempting to remove the introducer sheath from the pusher assembly. The root cause of the smart coil not advancing within its introducer sheath could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left superior ophthalmic vein using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance within its introducer sheath; therefore, it was removed. The procedure was completed using eight other smart coils and fourteen other coils. There was no adverse effect to the patient.